Event description:
Received information stating pt was hospitalized due to high bg's and dka.

Manufacturer narrative:
Tslim user guide indicates, pump is to used with individuals 12 years of age and greater, pt is (B)(6).